Manufacturer narrative:
The device history record for the reported lot number, 0202750864, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 26-jun-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
Fill volume: 255 ml, flow rate: 5 ml/hr, procedure: unknown, cathplace: no catheter involved. It was reported that a patient experienced a fast flow infusion and the infusion ended earlier than planned. The pump was placed on the patient 2:00pm on the same day it was filled, which was 12:30pm on (B)(6) 2018. The estimated end time was 2:00pm on (B)(6) 2018. However, the patient called to report that the infusion completed at 5:00pm on (B)(6) 2018. The device was in use for 25 hours. There was no reported injury.

Event description:
Additional information received 05-jul-2018 stated the fill volume of the device was 270 ml at a rate of 5ml/hr. The temperature of the location when the failure occurred was 28ºc. The device was filled to deliver the drug in 46-hours. The pump was placed below the catheter, the patient was carrying it in his waist.

Manufacturer narrative:
All information reasonably known as of 31-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(6). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.